Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo and elecsys anti-hbe reagents performed within specifications. A review of calibration and quality control data confirmed that all values were within the specified ranges for the reagent and control combinations used. The investigation was limited as patient samples could not be further analyzed. The root cause was attributed to sample-specific discrepancies. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv duo elecsys e2g 300 assay on the cobas 8000 core unit. For patient 1, testing on (B)(6) 2023 with the hiv duo elecsys e2g 300 assay yielded a reactive result with hivag 3.2 coi and ahiv 0.0112 coi. Re-runs using serum and plasma confirmed the initial reactive result. Testing with the mindray hiv assay yielded a result of 0.12 coi. Additionally, testing with the elecsys anti-hbe assay yielded a reactive result of 0.51 coi, which was confirmed by re-runs using serum and plasma. Testing with the mindray ahbe assay yielded a result of 2.37 coi. For patient 2, testing on (B)(6) 2023 with the hiv duo elecsys e2g 300 assay yielded a reactive result with hivag 2.82 coi and ahiv 0.0375 coi. Re-runs using serum and plasma confirmed the initial reactive result. Testing with the elecsys anti-hbe assay yielded a reactive result of 0.461 coi, which was confirmed by re-runs using serum and plasma. Testing with the mindray ahbe assay yielded a result of 2.29 coi, with no interpretation provided. The results were not further confirmed using additional recommended confirmatory algorithms such as western blot or hiv rna testing.